Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: k243207 d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 05-dec-2025 investigation summary bd received 48 samples and 2 photos for investigation. The photos were reviewed and displays a device with the hub separated from the collar. Additionally, 20 of the customer samples were randomly selected and subjected to visual inspection for hub/collar separation and defective locking mechanism. Two of the samples failed testing as the hub separated from the collar; however, the safety shield was able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.